Event description:
While using a da vinci maryland bipolar forceps arm during a robotic radical prostatectomy, the cable broke inside the patient. No pieces broke off into the patient and the cavity was searched thoroughly to ensure nothing was left behind. Nothing was found. The robot arm was removed and a new one was obtained and used.